Event description:
A customer reported difficulty ventilating a patient. The anesthesia machine was swapped out. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Patient was reportedly as a baby. No additional patient information is available at this time.

Manufacturer narrative:
Patient was reportedly as a baby. No additional patient information is available at this time.